Manufacturer narrative:
Result - timing link.

Event description:
It was reported by service report that the head left side rail timing link was broken. No patient involvement or adverse consequences are reported.